Event description:
It was reported noise resulting in oversensing was observed on the right ventricular (rv) lead. Abbott technical support confirmed the event and suggested provocative testing to be performed. No intervention was performed at this time. The patient was in stable condition.

Event description:
Additional information received indicated the event was observed during an in clinic follow-up. Provocative testing was performed and revealed no anomalies. The physician alleged lead damage, although it was not confirmed. No further intervention was performed and the patient will be monitored.